Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. The instrument was tested with an in-house system and passed both the engagement and self tests. Testing found the instrument exhibiting intuitive motion in all directions with the grips properly opening and closing. The energy delivery functionality was verified and passed specification. The instrument operated as expected. As part of investigation, inspection found thermal damage on the bipolar yaw pulley. The instrument was found to have charring and localized melting at the grip base likely due to another energized instrument momentarily touching the instrument yaw pulley. The instrument passed the electrical continuity test. No conductor wire compromise was identified. The energy delivery functionality was verified and passed specification. The instrument operated as expected. Additionally, instrument was found to have a broken input shaft which is the irk port of the instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps had a cold light source failure, and the clamps were unusable. Isi followed up with the initial reporter and obtained the following additional information: the event date is (B)(6) 2020. The procedure was completed using a backup instrument with no impact on the patient.